Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Preliminary log file analysis dated (B)(4) 2015 by clinical engineer indicates that "all batteries are exhibiting normal discharge rates, and each lasting for at least 4 hours for discharging from full capacity to 25% of remaining capacity. Potential switching events were observed mainly involving (B)(4), unfortunately these events cannot be 100% confirmed based solely on logs". This is report one of three reports (3007042319-2015-03816, 3007042319-2015-03817, 3007042319-2015-03818) submitted for devices related to the same event. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
The report received indicated that the controller changed to the second battery when the first battery had greater than 25% capacity still remaining. The batteries were replaced and there were no reported consequences or impact to the patient. The event occurred post-implant after initial discharge. Investigation is ongoing.

Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. However, during the review of the log files there were several occurrences of premature switching events near to the event date prior to the 25% threshold. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries. The reported event was confirmed via controller log file analysis. The manufacturer has an open internal investigation to evaluate the communication anomalies between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-03816, 3007042319-2015-03817, 3007042319-2015-03818) submitted for devices related to the same event.